Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 541 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer advised they found an air bubble at the end of the tubing where the reservoir goes into the insulin pump. Customer advised there doctor changed the basal rates on the insulin pump. Customer advised the basal rates and bolus wizard are programmed accurately. Troubleshooting confirmed the insulin pump is working as it was designed.